Event description:
Six month post stent assisted coil embolization of the fusiform basilar tip artery (ba) aneurysm the imaging revealed that the stent had migrated superiorly and the proximal tines of the stent had moved inside the aneurysm.

Manufacturer narrative:
Anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stent migration is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Six month post stent assisted coil embolization of the fusiform basilar tip artery (ba) aneurysm, the imaging revealed that the stent had migrated superiorly and the proximal tines of the stent had moved inside the aneurysm.